Manufacturer narrative:
The revision reported was most likely the result of aseptic loosening of the femoral component with possible mechanical contributions to the loosening from instability and patella baja. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "loosening - femoral" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products: three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)), trapezoid tibial tray sz 4f/5t (cat# 204-04-45 / serial# (B)(4)), tibial inserts sz 4, 9mm (cat# 204-24-09 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this (B)(6) y/o female patient was revised due to femur loosening. Patella exchange due to "patella baja". There is no historical date regarding the initial implant available. The femur was loose and replaced by a cc logic offset coupler and a 18x120mm stem, with a psc insert. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to implants were disposed by hospital. Additional information received indicates that bottom right corner, the metal that has embedded into the poly from the classic tibial tray where the caps for the augments sit.